Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy (struma) procedure, the focus shears did activate by themselves, if min was activated with hand switch max will come out. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Voiding as a duplicate of 3005075853-2015-07784, 3005075853-2015-07783.